Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Removal scheduled on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("there is a silver metal, spiral-shaped device is embedded in and protruding through the anterior") in a 45 year-old female patient who had essure inserted (lot no. 809007) for female sterilisation. The patient had a medical history of cystoscopy, back pain, abdominal pain, sneezing, runny nose, rash and stress urinary incontinence. Previously administered products included: iud nos. The patient had a family history of diabetes (mother) and hypertension (mother). Concurrent conditions were listed as pelvic pain female and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy w/ salpingectomy (bilateral: abdomen). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no removal scheduled on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure device well positioned in each fallopian tube with documented occlusion of fallopian tubes [pathology test] on (B)(6) 2023: pre-op diagnosis: excessive menses, dysmenorrhea, pelvic pain, essure, stress urinary incontinence. Final diagnosis: uterus, myometrium, laparoscopic hysterectomy: - adenomyosis. - leiomyoma. Uterus, endometrium, laparoscopic hysterectomy: - weakly proliferative pattern. Fallopian tube, right, laparoscopic salpingectomy: - paratubal cysts. - intraluminal contraceptive device in place. Fallopian tube, left, laparoscopic salpingectomy: - intraluminal contraceptive device in place. Uterus, cervix, laparoscopic hysterectomy: - no diagnostic abnormality. Gross: there is a silver metal, spiral-shaped device is embedded in and protruding through the anterior aspect of the myometrium into the endometrial cavity. The 6.9 cm long, 0.8 cm diameter left fallopian tube, which includes its fimbriated end, has an unremarkable outer surface. The left tube is sectioned to show that there is a 4.0 cm long, 0.2 cm diameter silver metal, spiral-shaped presumed contraceptive intraluminal device. The 8.3 cm long, 0.5 cm diameter right fallopian tube, which includes its fimbriated end, is notable for multiple unilocular, smooth-walled, clear fluid-filled paratubal cysts up to 1.2 cm in greatest dimension. The right tube is sectioned to show that there is a 4.0 cm long, 0.2 cm diameter silver metal, spiral-shaped presumed contraceptive intraluminal device that appears to be the same device previously described embedded within the myometrium quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with device embedded. Lot number added. Lot number added. Pathology test added. Product , patient & reporter information updated. Medical history , historical drug updated. We received a <lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("there is a silver metal, spiral-shaped device is embedded in and protruding through the anterior") in a 45 year-old female patient who had essure inserted (lot no. 809007) for female sterilisation. The patient had a medical history of cystoscopy, back pain, abdominal pain, sneezing, runny nose, rash and stress urinary incontinence. Previously administered products included: iud nos. The patient had a family history of diabetes (mother) and hypertension (mother). Concurrent conditions were listed as pelvic pain female and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy w/ salpingectomy (bilateral: abdomen). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no removal scheduled on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure device well positioned in each fallopian tube with documented occlusion of fallopian tubes. [Pathology test] on (B)(6) 2023: pre-op diagnosis: excessive menses, dysmenorrhea, pelvic pain, essure, stress urinary incontinence. Final diagnosis: uterus, myometrium, laparoscopic hysterectomy: adenomyosis. Leiomyoma. Uterus, endometrium, laparoscopic hysterectomy: weakly proliferative pattern. Fallopian tube, right, laparoscopic salpingectomy: paratubal cysts. Intraluminal contraceptive device in place. Fallopian tube, left, laparoscopic salpingectomy: intraluminal contraceptive device in place. Uterus, cervix, laparoscopic hysterectomy: no diagnostic abnormality. Gross: there is a silver metal, spiral-shaped device is embedded in and protruding through the anterior aspect of the myometrium into the endometrial cavity. The 6.9 cm long, 0.8 cm diameter left fallopian tube, which includes its fimbriated end, has an unremarkable outer surface. The left tube is sectioned to show that there is a 4.0 cm long, 0.2 cm diameter silver metal, spiral-shaped presumed contraceptive intraluminal device. The 8.3 cm long, 0.5 cm diameter right fallopian tube, which includes its fimbriated end, is notable for multiple unilocular, smooth-walled, clear fluid-filled paratubal cysts up to 1.2 cm in greatest dimension. The right tube is sectioned to show that there is a 4.0 cm long, 0.2 cm diameter silver metal, spiral-shaped presumed contraceptive intraluminal device that appears to be the same device previously described embedded within the myometrium. Lot number: 809007. Manufacture date: 2010-12. Expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-sep-2023: quality safety evaluation of ptc. We received a <lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no removal scheduled on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of product technical complaint. Device removal field updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.